Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following trabecular stent implantation, a shallow anterior chamber had developed and the intraocular pressure (iop) had decreased postoperatively. One week later, the iop had increased and the anterior chamber had become deep. Another week later, the iop had decreased again while the anterior chamber remained deep. According to the surgeon, ciliary body detachment had been considered after the surgery; however, upon review of the surgical video, the surgeon reported that no detachment had been observed. Additional information was requested, none received till date.

Manufacturer narrative:
Corrected information provided in h.11. Additional information has been received and indicated that the physician just suspected ciliary body detachment and the patient did not experience any ciliary body detachment. Additional events intraocular pressure increased and peripheral anterior synechiae were not reported to be debilitating or impacting patients' life activities. Based on this information this event no longer meets reporting criteria per applicable regulation, because there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The manufacturer internal reference number is: (B)(4).